Event description:
It was reported that the reason for the generator replacement was due to the battery being at end-of-service. The patient underwent generator replacement surgery on (B)(6) 2015.

Event description:
Clinic notes dated (B)(6) 2015 note that at the patient's previous visit the vns was unable to be interrogated. It was noted that the vns was nonfunctional. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
.